Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced asymptomatic battery faults. The system controller and the battery were exchanged and the alarms resolved. Log files were submitted for review. The log began to capture emergency backup battery (ebb) fault alarms starting on (B)(6) 2025 due to the ebb failing the load test. The alarms resolved with a self-test. The remainder of the log file was unremarkable. The battery was discarded.

Manufacturer narrative:
D5 - operator of device: corrected. Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. Intermittent backup battery fault alarms correlating to a load test condition was observed on (B)(6) 2025 from 19:40:06 to 20:11:06. At this time, the backup battery loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the backup battery fault alarm. The alarm resolved after a self-test was performed and the differential voltage measured as expected. No other notable events were observed. The system controller (serial number (B)(6) was not returned for analysis. Per provided information the controller was exchanged, no further alarms were reported, and the backup battery in use at the time of the event (B)(6) was exchanged/discarded. The root cause of the reported event was unable to be conclusively determined through this analysis. A CAPA was initiated to investigate the increase in reported backup battery faults. The device history record for the system controller (serial number (B)(6) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6) was inspected on 02jul2024. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.